Manufacturer narrative:
Exemption number: 1997036; (B)(4). The investigation of the adverse events summarized in this report (n=19,413) did not conclude any product problem with the affected devices. The events summarized are known inherent risks of the device, which are identified in the risk assessment and are included in the instructions for use. Trending analysis performed for each of the event confirmed that the failure rates are below the acceptance criteria based on scientific literature. No remedial action was therefore necessary.

Event description:
This report summarizes 19,413 reported events. It includes known events such as failure to osseointegrate, loss of osseointegration and late fractures of an endosseous dental implant. The age range of the included events is: 16 to 98 years (average: 65 years). The gender breakdown is: 9,778 male, 8,778 female and 857 unknown.